Event description:
The customer reported that the error in a filament and the preload bp was out of space. No pt injury was reported.

Manufacturer narrative:
(B)(4). Filament error. The ge service replaced the bp then calibrated the system. The unit operates as intended.